Event description:
It was reported that boston scientific received a threat of litigation related to this pacemaker. The device was explanted with no device issues observed. No additional adverse patient effects were reported. Additional information received indicates this pacemaker exhibited pauses in its pacing. Subsequently, it was explanted. A new device was implanted. No additional adverse patient effects were reported.